Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." Also, "per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge remained static for 1 day. Reportedly, the cartridge was filled with 320-340 units of u500 insulin. After delivery, it was confirmed that the insulin gauge began to decrease as expected. There was no reported impact to the user's blood glucose level.